Event description:
Additional information received identified the patient did not experience ineffective stimulation prior to the lead position being revised. The patient continues to receive effective stimulation from her scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the patient's ipg replacement surgery (reference MFR report #1627487-2016-01417) fluoroscopic imaging was taken which indicated the patient's scs lead migrated. Subsequently, the patient's physician repositioned the patient's lead. Intra-operative diagnostics revealed all impedances were within normal limits. During postoperative programming the patient indicated she experienced a fall a few months ago, effective stimulation was reportedly restored postoperative.